Manufacturer narrative:
The cited rapid infuser and disposable set were requested for investigation but not returned to belmont for evaluation. Additional information regarding the reported event was requested but was not available. Therefore, no investigation could be carried out. The device history was reviewed, and no similar incidents were identified. The lot number of the disposable set involved was unknown. No investigation could be carried out into the lot history of the disposable set. All disposable sets are 100% leak tested and visually inspected prior to release. No device malfunction could be verified and the root cause could not be determined. The complaint file will be reopened in the event the device or additional information become available. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
Internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not yet been returned to belmont medical technologies for evaluation. Per medsun user facility report # (B)(4), the date of the event is july 2025 but the user facility did not inform belmont about this incident when it occured. We became aware of this incident on august 13, 2025, after receiving the medsun report therefore, reporting this now. It was reported that the unit exhibited an air detector alarm and did not infuse. The disposable set was inspected, and no air bubbles or leaks were identified. Multiple troubleshooting attempts were performed and finally after changing the disposable set and repriming it, the unit started functioning as intended. The troubleshooting process and additional priming caused a delay in the delivery of blood products to the patient. Belmont contacted the user facility on august 13th, august 26th and september 10th to collect additional information on the event and to check what was infused, if the device was tested on site, lot # of the diposable set etc, but we haven't recieved any response as of yet. The user will lose the ability to utilize the device during the error. The error message generates to alert the user of the condition of the device with instructions to resolve the issue. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In case if air is detected in the device, the rapid infuser exhibits the following alarm message: "air detection, open the door. Squeeze tubing below detector to clear trapped air reinsert tubing and close the door". Belmont is working with the user facility to gather additional details on the event and get the device involved in this incident returned for investigation. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
It was reported that a massive transfusion protocol (mtp) was initiated for a patient. The ICU team responded with a belmont rapid infuser. The device was set up and primed with normal saline. Once primed and connected to the patient, the unit exhibited an air detector alarm and did not infuse. The disposable set was inspected, and no air bubbles or leaks were identified. Multiple troubleshooting attempts were performed but the error persisted. The disposable set was then replaced, but the unit initially exhibited an air detector alarm. Upon priming with about 500 cc saline the unit functioned as intended. The troubleshooting process and additional priming caused a delay in the delivery of blood products to the patient.